Event description:
On (B)(6) 2015, pt was having an MRI of his thoracic spine. At the end of the procedure, the reporter noticed redness the size of a quarter, on the pt's left anterior forearm. Pt was feeling no pain. Cold compress was applied and a follow up was made about 8 hours later. The redness had decreased to the size of a dime. There was no blistering and still no pain.